Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was recorded that this implantable pacemaker recorded a signal artifact monitoring (sam) episode due to electromagnetic interference (emi). No changes were performed. This device remains in service. No further adverse patient effects were reported.